Manufacturer narrative:
The field service engineer found an issue with the liquid level detection (lld) board and cable and replaced them. The customer ran and precision which passed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable troponin t gen5 stat results for patient samples and qc material from the cobas e 411 disk analyzer. Patient 1 initial result was 29 ng/l and the repeat result was 37 ng/l. Patient 2 initial result was 15 ng/l and the repeat result was 28 ng/l. Patient 2 initial result was 19 ng/l and the repeat result was 26 ng/l. Patient 4 initial result was 16 ng/l and the repeat result was 30 ng/l. Patient 5 initial result was 15 ng/l and the repeat result was 26 ng/l. The questionable results were reported outside of the laboratory. The reagent lot number was 45954600. The expiration date was requested but was not provided.